Manufacturer narrative:
External insulation abrasion was noted at 11.2-11.6cm from the connector pin, consistent with lead friction to the ICD can. The rv cables were damaged at this location, consistent with the field observation of low hv lead impedance.

Event description:
It was reported that the patient was found passed out. Device interrogation revealed alert messages for possible high voltage circuit damage and possible high voltage lead issue. Multiple vf episodes were noted. The patient received four high voltage shocks. Several vf episodes with no therapy and 17 aborted shocks were also noted. Low, out of range hv lead impedance was observed. The patient was in a comatose state and later expired.